Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance. The lead was explanted and replaced. During extraction of the rv lead, the left ventricular (lv) lead was damaged. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.